Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 506852 implantable pacing lead, (B)(6) 2005; 694765 implantable tachy lead, (B)(6) 2005. (B)(4). Lead remains in use.

Event description:
It was reported that there was high lv (left ventricular) threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.